Event description:
It was reported that on (B)(6) at 22:50, the patient heard a bang in their abdomen and the foley catheter airbag had ruptured. The nurse immediately checked the integrity of the airbag and found no residual fragments. They reported the matter to the doctor on duty. After the doctor removed the catheter, they urged the patient to urinate. The patient urinated on their own and the urine was light red. The nurse then reported the adverse event of the consumables.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) at 22:50, the patient heard a bang in their abdomen and the foley catheter airbag had ruptured. The nurse immediately checked the integrity of the airbag and found no residual fragments. They reported the matter to the doctor on duty. After the doctor removed the catheter, they urged the patient to urinate. The patient urinated on their own and the urine was light red. The nurse then reported the adverse event of the consumables.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. It was unknown whether the product had caused the reported failure. Received only photo attached in trackwise. Based on attached photo, it was observed ballon was rupture. Further functional testing could not be performed if only based on the attached photos. A potential root cause for this failure mode could be short latex dwell time, latex dip speeds out too slow causing thin sac. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.